Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the device was allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided, a manufacturing review is in process. The device was returned to the manufacture for evaluation. The investigation is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that the device was allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.